Manufacturer narrative:
Product returned and follow-up MDR updated. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID #: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope is blurry. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 07/13/2020. An investigation was conducted on 07/31/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained, since there was cloudiness of the entire image. Based on the returned condition of the device and the evaluation results, the reported failure "poor quality image" was confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope is blurry. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope is blurry. A replacement device was used to complete the procedure. The hospital did not report any patient effects.